Manufacturer narrative:
Block b3: exact date unknown, used the service date from the fax since the exact event date is unknown. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site and inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility. No further information has been obtained.